Manufacturer narrative:
Date of event is estimated. The patient's ipg was placed deeper within the same pocket. The patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.